Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer stated that no problem was found. A visual inspection of the drawer line showed no issues. The fse then proceeded to reseat all the cables. Upon reboot, all components tested good. The pas was fully operational, and the rx technician verified the functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed, and the station was displaying a hardware failure message. The customer attempted multiple troubleshooting steps, including rebooting the device and shutting down the station by unplugging the power cord from the back. They waited for 2 to 5 minutes before reconnecting the power and turning the station back on. After rebooting, the customer attempted to recover the drawer, but the drawer continued to fail. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.